Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center did not display a picture with the 180 scope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.